Event description:
It was reported the pt was not receiving effective coverage prior to his ipg depleting. The ipg depletion was reported under MFR report: 1627487-2013-05725. The pt is going to undergo surgical intervention to address the stimulation issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.